Manufacturer narrative:
Please reference mfrs: 2017865-2017-32025 and 2017865-2017-32026 for death information.

Event description:
New information notes that the patient presented to emergency department (ed) in poor condition, with low heart rate. The device was unable to establish communication and the device was replaced. It was noted that the patient did not make a full recovery after device explant, after presenting in heart failure secondary to severe bradycardia and device failure. Patient was place in comfort care and passed away.

Event description:
It was reported that the patient presented to the hospital after having trouble getting the device to interrogate, it was finally addressed with the merlin programmer. Premature battery depletion was noted, the fastpath showed a battery voltage below eos. Low pacing lead impedance¿s was observed on the rv and ra leads. The device was explanted.